Event description:
Pump malfunction. Pt reports error msg: no disposable pump wont run. Disconnect and reconnected cartridge. Also turned off then on. No change. Sn (B)(4). No other info known. Pt switched to other pump so no ade reported with med. Reported to (B)(6) by pt/caregiver.